Event description:
The facility reported a pump with failure code 16:310:903:0002. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 16:310:903:0002 was confirmed in the pump's event history file during product evaluation. Failure code 16:310:903:0002 was due to depleted main batteries. Inspection of the device found the pump's main batteries were potentially damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.